Manufacturer narrative:
H2 additional information. H6 type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient was at work when her sensor failed. She had no extra sensor at work so she waited until she got home around 04:30 pm. She was not able to monitor her bg for so long so when she got the reading on her new sensor that she inserted at home, it was around 380 mg/dl. She did not take any medication or treatment to lower her glucose based on cgm values. After dinner, she started to feel sick, dehydrated and started to vomit. Her cgm during this time was at 386 mg/dl. Her husband drove her to the emergency room (ER) around 09:30 pm. Before going to the ER, she injected 26 units of insulin shot. At the ER, her manual bg checked, but she couldn´t recall the value. She was not able to check her cgm value this time also. She felt that her heartbeat increased while at the ER. She was diagnosed with dka. They administered insulin IV, IV fluid and magnesium via IV and possibly insulin via injection. The patient was admitted to the ICU. The patient was discharged on 01/08/2026 before dinner time (more than 24 hours). She couldn´t remember the cgm and manual bg values. She believed that her manual bg was within range. At the time of the report the patient was fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.